Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse verified the problem and found the right claw on x axis cup pick up out of position and bent, the claw was not moving smoothly and sticking. Fse adjusted claw and tested pickup and discard by x axis pick up assembly. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was a bent claw on cup pick up x-axis.

Event description:
On (B)(6) 2016, a customer reported cup transfer error during substrate background, error 4163 cup transfer x-axis z home with their aia-2000st analyzer. The customer is unable to run prl, pth, prog ii, lh ii, and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl, pth, prog ii, lh ii, and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.